Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: cq zuchwil. Selected flow: damaged: visual. Visual inspection: there is a clearly visible burr below the flat surface at the connector shaft, due to this burr a proper insertion into a coupling is not possible anymore. Also it was detected that the tips of the stra-drive are rounded and twisted. Investigation conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing as shown in the sections 4.0 for connectors and 6.0 for driver tips; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 314.453. Lot: 9866527. Manufacturing site: hägendorf. Release to warehouse date: june 03, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the osteosynthesis surgery for olecranon fracture with the screwdriver shaft and the torque limiting attachment. During the surgery, the surgeon could not assemble the screwdriver shaft and torque limiting attachment. The surgeon could assemble another screwdriver shaft and the torque limiting attachment smoothly, and he used them. The surgery was delayed by less than thirty (30) minutes, and it was completed successfully. The surgeon suspected that the screwdriver shaft had some problem. A day after the surgery, the hospital checked the devices, but the hospital could not attach the screwdriver shaft to the torque limiting attachment. Patient outcome is reported as stable. No further information is available. Concomitant device reported: torque limiter (part # 03.110.002, lot #: 7883, quantity 1). This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for complaint (B)(4).